Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were episodes of anti-tachycardia pacing that were not sufficient to resolve the arrhythmia. No inappropriate therapy was delivered because the arrhythmia spontaneously resolved. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.